Event description:
It was reported that a spectrum iq pump over infused during therapy. Per customer "the expected and actual infusion time, volume and flow rate were normal, saline bolus infused too fast on pump. Beeping air in line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.